Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead partially dislodged and required to increase the pacing thresholds. The patient's family chose not to revise the rv lead at the time of dislodgement and the high output depleted the pacemaker's battery. The rv lead was surgically abandoned. No additional adverse patient effects were reported.